Event description:
An unknown size aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported and the aortic neck was short. It was reported when the aortic cuff was deployed, it landed about a centimeter lower than the intended location; therefore, the physician elected to implant an additional aortic cuff in order to achieve an adequate seal proximally. The remainder of the procedure was completed without complication. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: pt's condition affected effectiveness of device (short aortic neck). Conclusion: device failure/lack of effectiveness related to pt condition (short aortic neck).